Manufacturer narrative:
Findings: no button error alarm noted. Up arrow button did not respond due to moisture damage on keypad trace. No scrolling number display anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, lcd bleeding.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 221 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.